Event description:
Stent was placed in right coronary artery on 5-29. On 5-30, during a catherization procedure, stent was found in wrong position (in main aorta). Stent was retrieved with gooseneck snare after extensive manipulation. In process, right coronary artery was dissected. It was noted that stent was buckled. Pt was taken to surgery to repair artery. Pt was discharged on 6-3 without sequelae.